Manufacturer narrative:
Citation: ghazal r, garabedian h, sawaya f, refaat mm. Post-tavr conduction abnormalities leading to permanent pacemaker implantation: risk factors, prevention, and management. J cardiovasc electrophysiol. 2024;35(3):488-497. Doi:10.1111/jce.16185 earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an analysis of the risk factors, prevention, and management of conduction abnormalities after tran scatheter aortic valve replacement (tavr) leading to permanent pacemaker implantation (ppi). To conduct this study, the authors collected and reviewed data from other published studies concerning post-tavr conduction abnormalities. Throughout the article, the authors referenced medtronic transcatheter valve brands (corevalve, evolut r, evolut pro) in association with occurrences of post-tavr conduction abnormalities and need for ppi. No additional post-tavr adverse outcomes were correlated with medtronic products.